Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance and loss of capture (loc) at max output. It was noted that all the lead trend measurements were high out of range. The lead remains in use. No adverse patient effects were reported.